Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events were confirmed, and the device did not meet the standard specifications and function. Investigation was carried out based on the available information. However, the root cause could not be identified. Additionally, the biopsy port has been pulled from the instrument whilst trying to remove the tap by the user. Historical data indicates that this fault is typically a result of user handling due to excessive force when removing accessories. A minor repair was required to return the instrument to the OEM specification. The instruction manual identifies the following related verbiage which could have prevented the phenomenon:¿ instructions operation manual / oes cystonephrofiberscope / olympus cyf-5 / olympus cyf-5a¿ instructions reprocessing manual / oes cystonephrofiberscope / olympus cyf-5olympus will continue to monitor field performance for this device.

Event description:
It was reported that the biopsy port of the cystonephrofiberscope was detached during the initial inspection of device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.